Event description:
Abh clamp broke in surgery at the clamp. No pt injury reported. X-rays were used as a precautionary measure to ensure all parts were accounted for.

Manufacturer narrative:
Investigation: metal fatigue at clamp-web. No evidence of voids or defects to compound problem. Due to: metal fatigue from use, or miss-use by clamping in unconventional location raising inconsistent tension along the 10144 clamp web and the retractor system interface. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.